Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 600 to 700mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with cherry coke. Troubleshooting was not performed, customer wanted to document the hospital information.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected low battery alarm noted during testing. The off no power alarm functions properly during testing. Device was programmed and monitored for 1 day. No blank display noted. However, device had unexpected failed battery test alarm due to corroded battery tube and corroded battery cap contact. Device also had a minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.